Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06apr2020.

Event description:
The customer reported a touched position was misaligned on the touchscreen. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Manufacturer narrative:
G4: 27apr2020. B4: 14may2020. The touchscreen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touchscreen revealed no scratching or other damage. Install returned touchscreen into a known good ventilator and boot into normal operation. Check for alarms and errors. Turn off the unit using touch screen. Most buttons do not respond correctly, even after calibration. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.customer complaint verified. Resistance measurement and calibration both fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.